Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection showed the returned stim end segment found a kink on tubing and all the internal lead wires being broken. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead had high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.